Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Studers p, jakovicka d, solska j, bladiko u, radzina m. Mid-term clinical and radiographic outcomes after primary total hip replacement with fully hydroxyapatite-coated stem: a cross-sectional study. Journal of orthopaedics, trauma and rehabilitation. 2023;30(2):241-247. Doi:10.1177/22104917231171937. Objective/methods/study data: the purpose of the study was to evaluate mid-term clinical and radiological results for a minimum of two years and the survival rate at the 5-year follow-up period using a fully hydroxyapatite (ha)-coated stem. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral stem corail and unknown hip acetabular cup pinnacle other devices that were used on the patient at the time of the event: unknown acetabular cup pinnacle adverse event(s) and provided interventions possibly associated with unknown femoral stem corail (qty 2): one patient was revised due to hip pain with radiological imaging showing the stem had a slight lateral localization. One patient was revised for a femoral periprosthetic spiral fracture with dislocation of the head/liner 3 years and 8 months after tha adverse event(s) and provided interventions possibly associated with unknown femoral stem corail (qty 1): radiological results provided in table 3 show findings of spot welds and calcar modeling (bone injury) as well as migration. Affected patients are unknown and will be captured as qty 1 adverse event(s) and provided interventions possibly associated with unknown hip acetabular liner (qty 1): one patient was revised for a femoral periprosthetic spiral fracture with dislocation of the head/liner 3 years and 8 months after tha. Adverse event(s) and provided interventions possibly associated with unknown hip femoral head (qty )1: one patient was revised for a femoral periprosthetic spiral fracture with dislocation of the head/liner 3 years and 8 months after tha.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed, as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.